Manufacturer narrative:
H.6 investigation: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for spring dislodged from wingset with the incident lot was observed. Evaluation/testing of the customer samples was performed and spring dislodged from wingset was observed. However, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Based on evaluation of the customer samples, the customer¿s indicated failure mode for spring dislodged from wingset with the incident lot was observed. Based on the investigation, the most likely root cause was determined to be related to a manufacturing issue. H3 other text : see h.10

Event description:
It was reported that defective product was found before use with a bd vacutainer® push button blood collection set. The following information was provided by the initial reporter, "a clinician reported that the spring popped off when he or she open the packaging of a 23g butterfly needle, bd #367342. We are unable to determine the lot number for the product. I have the defective sample in my office available to be returned to bd for analysis."

Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that defective product was found before use with a bd vacutainer® push button blood collection set. The following information was provided by the initial reporter, "a clinician reported that the spring popped off when he or she open the packaging of a 23g butterfly needle, bd #367342. We are unable to determine the lot number for the product. I have the defective sample in my office available to be returned to bd for analysis."